Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that the valved trocars leak and do not work as intended during procedures. The procedures were completed with the use of the faulty cannulas. There was no consequences or impact to involved patients. Additional information and product samples have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Two opened 25 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected per facility procedure. Sample 1 was conforming and sample 2 was nonconforming with a hole in the septum. It is unknown how or when sample 2 was damaged because the samples were returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).